Event description:
Complainant alleged that during routine shift check by a clinician the device shut down in battery mode, with a new full charged battery. The complainant indicated that there was no pt involvement in the reported failure.